Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found at the twist clamp of a minicap transfer set when the clamp was closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: h24f17086 (previously submitted as h24e23037) correction made to d4: expiration date: 06/17/2029 (previously submitted as 05/23/2029) correction made to d4: unique identifier (UDI) #: (B)(4), (previously submitted as (B)(4). Correction made to h4: device manufacture date: 06/17/2024 (previously submitted as 09/11/2024) additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.